Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged that both the pump and battery were hot when replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 07/01/2014 ¿ correction:(B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: a review of the pump history showed no evidence of voltage fluctuations. The battery was not returned with the pump. During testing, the pump powered on with audio tones and vibrations functional. The pump performed the rewind, load, and prime steps with no issues occurring. The pump¿s current draws were found to be within the required specifications. The pump cover was removed and no evidence of loose components or moisture contamination was found inside the pump. The complaint of the pump and battery being hot was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.